Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient never having therapeutic benefit for bowel symptoms. She had tried various settings but it was not helping. It was indicated that the program seemed be to switching on their own. She would set it on one program and at a certain level but the next time she checked it, the program had changed. On the day of this call, patient stated she was not feeling stimulation while therapy was on. Patient changed programs and felt stim in correct area. Patient services had patient power down the patient programmer (pp) and synch again to ensure the program had not changed. During this troubleshooting patient admitted she did not really know what she was doing or how to use the pp. Patient stated she may have accidentally been turning stim off and didn't realize it. Patient would monitor symptoms now with the change was made and would follow up with health care provider if it doesn't resolve. Patient stated the device was no longer switching programs on its own and patient admitted that could have been user error. It was also reported that she was groggy after her implant surgery and did not remember what the company representative told her.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient.

Event description:
Additional information from a patient reported their symptoms had not been totally resolved and she wanted to adjust again. The patient reported that they now had a full understanding of how to adjust the stimulator. Additional information from a patient reported the patient programmer (pp) battery low message appeared so she changed batteries and ever since she then the pp had not been working right. The patient was trying to connect and they reported seeing the splash screen. The patient was not able to change the batteries due to lack of batteries. The patient noted that were using heavy duty batteries. There was no report of an out of box failure. The patient also noted she was still not getting enough therapeutic benefit. The patient stated she had the device to help with irritable bowel. The patient stated when she eats certain item like cheeses she soils herself; the patient noted she had soiled herself twice in the week previous to the call. The patient wondered if therapy does not work when she had bowel spasms. The patient did not remember what setting she was previously on. It was reviewed that she was on program 1 and was now on program 4 so if she was up as high as she could go on program 4 she may want to consider changing to program 2 or 3. The patient noted they felt stimulation. The patient noted they were not able to change stimulation settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.